Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine evaluation at the patient's work environment, interrogation of the device was difficult. A telemetry head amplitude test revealed the message "bad telemetry amplitudes".